Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6 and h10. D11 - intuitive surgical, inc. (Isi) has received the broken fragment of large needle driver instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of damaged carbide insert to be related to the customer reported complaint. The broken carbide insert was returned without an instrument. The broken piece measures approximately 0.066" x 0.212" and was detached from one one of the grips. This failure is most commonly caused by mishandling/misuse. However a conclusive root cause can not be determined since the instrument has been disposed by customer site and the failure analysis of the instrument related to the complaint could not be performed.

Manufacturer narrative:
The large needle driver instrument involved in this event will not been returned for intuitive surgical, inc. (Isi) evaluation as site had already disposed the instrument. However, the fragment has been requested to be returned for analysis. A follow-up MDR will be submitted with any additional information that is received. A review of the site's complaint history does not reveal any related complaints involving this product. A review of the instrument log for the large needle driver instrument (part # 471006-12 / lot # n10210222-0373) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk1592. This instrument was also used on (B)(6) 2021, the date of the alleged event. The alleged event occurred on 14th use of the instrument. The instrument has a maximum of 15 uses. The site provided an image of the fragment. An isi failure analysis engineer (fae) reviewed the image and confirmed that the fragment is part of the large needle driver instrument. Specifically, it is the insert that attaches to one of the grips. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information provided, this complaint is being reported due to the following conclusion: a grip insert from the large needle driver instrument reportedly fell inside the patient but was unnoticed at the time. Several days postoperatively, the patient excreted a metallic foreign body while urinating. The foreign body was allegedly the grip insert from the large needle driver instrument used during the procedure. The cause of the grip insert falling inside the patient remains unknown.

Event description:
It was reported that a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, after removal of a transurethral bladder catheter, was performed successfully and completed robotically on (B)(6) 2021. On (B)(6) 2021, while urinating, the patient reported that he had excreted a metallic foreign body. The patient had recovered the excreted product part and shown it to the emergency physician. The surgical department performed an internal investigation to identify the source of the foreign body and alleged that visual inspection revealed that it was a grip insert from a large needle driver instrument that was used during the procedure on (B)(6) 2021. The site suspected that the part became detached during suturing of the vesicourethral anastomosis but was unnoticed, and was then transported into the bladder by perioperative manipulation of the transurethral bladder catheter. The absence of the small part from the instrument was unnoticed during the procedure on (B)(6) 2021. This remained unnoticed when the instrument was reprocessed and used again on (B)(6) 2021. The incident had no further consequences for the patient from the (B)(6) 2021 procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: as part of the preoperative preparation, all instruments were always taken in hand and inspected. The surgeon used the large needle driver instrument for bypassing the santorini plexus and anastomosing the urethra with the bladder neck. The instrument did not collide with any other instrument, and the procedure was completed robotically. Following the procedure on (B)(6) 2021, the instrument had one use remaining. No functional impairments were noted during this procedure, during the subsequent surgery on (B)(6) 2021, or during central reprocessing.